Event description:
Sureform 60 stapler became stuck on robot arm 2 when 1st assist attempted to insert through cannula. 1st assist checked the arm drape, which seemed fine. 1st assist was able to remove sureform from arm 2. Sureform was removed from surgical field and replaced with a new one. Surgery continued as normal.